Manufacturer narrative:
The involved device was not returned for analysis. The batch number is unknown. The x-ray pictures received are inconclusive. No conclusion can be drawn. No corrective action is envisaged. Confidential note: this file was previously sent in may 2016. Due to undetected report failure, we now resubmit the report.

Event description:
Patient complained of pain on infusion. Under x-ray investigation the catheter was found to have disconnected from the port with the catheter found in the heart. Yesterday evening the catheter was retrieved with a snare via the right internal jugular. 13cm of catheter was retrieved with approx 5cm still left on the port body. The patient was then booked to have the port body removed on thursday morning. The port body was successfully removed from the patient.

Manufacturer narrative:
Batch history review: the manufacturing file was checked: it complies with the specification and does not present any abnormality. No other similar incident has been declared to us concerning this lot of access ports, released in september 2014. Evaluation of the device: we received for investigation a celsite st201 access port from batch 36890016. A 5cm long part of the catheter is still connected to the access port with the connection ring. The distal part of the catheter measures 12.8cm long. The rupture facies is rather clear. No manufacturing defect is visible on the returned device. The catheter diameters conforms to the specifications examination of the x-ray pictures: the catheter is implanted via the right subclavian approach. The picture taken after incident shows that the catheter rupture occurred at the level of the clavicula. Conclusion: the catheter was broken at 5 cm of the access port housing; the catheter rupture occurred in the costo clavicular space. The aforementioned element seem to show that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter: it is the pinch-off syndrome. The IFU warms the user against the risk of catheter rupture when the catheter is to be implanted via sub-clavian route. The complaint is not imputable to the device. No corrective action is envisaged.